Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft and tip were microscopically examined. There was blood present on the outside and inside of the device. The distal shaft had a partial separation at the collar with the shaft material in the collar damaged. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the connection between the delivery shaft and catheter was fractured/ broken more than 15cm from the hub. The device was removed with the guiding catheter. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the connection between the delivery shaft and catheter was fractured/ broken more than 15cm from the hub. The device was removed with the guiding catheter. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.